Event description:
Device 2 of 2. Reference MFR report # 3006705815-2018-03182. It was reported the patient¿s leads migrated and in turn they were explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.